Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 556 mg/dl to displayed as "high" (specific value not provided); cause unknown. Customer administered a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.